Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of minicap transfer set was cracked. This occurred during use of the device for peritoneal dialysis therapy. It was stated that the transfer set was in use for approximately one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3 (date received by MFR): replace april 18, 2022 with june 16, 2022. H3: manufacturer evaluated device was changed from no to yes and device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. H10:the sample was received for evaluation with a minicap on the dark blue connector. A visual inspection with the naked eye and magnification noted a cracked in the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.